Manufacturer narrative:
The customer's medwatch report was received today, and a request for device return has been set up. I will file a supplemental report, once the investigation has been completed.